Event description:
It was reported that the left ventricular (lv) lead had high and undefined impedance measurements.  It was noted that capture could not be confirmed on the lv lead.  It was also noted that the lv lead exhibited possible high threshold measurements.  It was further reported that the right atrial (ra) lead had a position check failure.  The lv lead and ra lead remain in use.  No patient complications have been reported as a result of this event.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: dtma1q1 crtd; 383069 lead implanted: (B)(6) 2020. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.